Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. The device was returned with the cannula cap damaged due to device use. The cannula cap damaged is an indicative that the device being fired into bone or another hard surface.

Event description:
It was reported that the patient underwent a laparoscopic inguinal hernia repair on (B)(6) 2016 and the absorbable straps were used. During visual evaluation, it was found that the cannula cap was damaged. Another like device was used to complete the procedure. There were no adverse consequences reported. No further information is available.